Event description:
The abutment did not fit properly. The abutment connection was rotated owing to scanbody issue. As a result of the quality test, it was confirmed that the connection (hex) of the otr-sb scanbody and the direction of the d-cut of the cap was rotated by about 30°. When separating the scanbody, it was verified that the hex position of the component body (otr-sbb) was also rotated (distorted). Therefore, it was confirmed that this case was defective in shape during cnc milling, and that it was shipped without filtering the defect. Defect during manufacture: connection hex rotated same lot# products were fine.